Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One osseotite® implant 3.75 x 11.5mm (oss311) was returned for investigation. Visual evaluation of the as returned products identified significant signs of wear and fracturing at the collar. Bone debris presented on the external threads. Device history record (DHR) review was completed for the subject lot number 2017111217. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review by lot number (2017111217) was performed for similar events and no complaint about nonconforming products was identified. Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported implant fractured and was removed.